Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results on their onetouch verio iq meter. No exact values were obtained regarding this complaint. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.